Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  A temporal relationship exist between peritoneal dialysis (pd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of non-compliance, hypervolemia, and fluid overload, which required hospitalization. The cause of the patient¿s hypervolemia and fluid overload was attributed to the patient¿s non-compliance. The patient failed to order the appropriate solution(s), thus causing the patient to utilize only 1.5% solution for an unknown length of time. Additionally, the patient is bypassing drains to shorten their ccpd treatment time, leaving the patient hypervolemic and fluid overloaded. Per the peritoneal dialysis registered nurse (pdrn), the event was unrelated to the utilization of any fresenius product(s) or device(s). Fluid overload is a common and often preventable process. Patient related factors, such as non-compliance, are significant contributing factors limiting the efficacy of therapy. Based on the information available, the patient¿s liberty select cycler is disassociated from the events and subsequent hospitalization. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient reported that they are in the hospital due to using too much 1.5 % pd solution during their pd treatment. The patient reported that they did not use the 2.5% 5 l pd solutions on the cycler. The patient reported that they placed their order for 2.5% pd solution. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 due to fluid overload. The pdrn stated that the patient is reportedly non-compliant with ordering supplies, and with the frequency in which they perform continuous cyclic pd (ccpd) therapy. The pdrn stated that due to the patient neglecting to order any 2.5% solution, the patient utilized only 1.5% solution for an unknown length of time. The pdrn stated that given the lack of 2.5% solution and the inconsistent completion of therapy, the patient became fluid overloaded. Additionally, the pdrn stated that the patient is bypassing drains to shorten their ccpd treatment time, leaving them hypervolemic and fluid overloaded. The pdrn stated that the patient has been reeducated multiple times; however, they never consistently change their behavior. The discharge summary was requested; however, it was not provided. The pdrn stated that the events were attributed to the patient¿s non-compliance, and were unrelated to a fresenius device(s), drug(s) or product(s) deficiency or malfunction. The pdrn was unable to provide any additional information.